Event description:
During a pvc ablation the bidirectional thermocool catheter was in the right femoral artery. During catheter removal it was unable to be straightened. Attempts to straighten te deflection of the catheter toward the sheath led to dissection of the iliac artery requiring repair by interventional radiology and the patient required stent placement x 2.